Manufacturer narrative:
(B)(4). The customer reported that they were unable to acquire an etco2 numeric and waveform during pt care. There was no report of any negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to acquire an etco2 numeric and waveform during pt care. There was no report of any negative pt impact.